Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the programming error was implanted spinal length was programmed from 44cm to 15cm and should have remain unchanged at 44 cm, so the catheter was under-primed causing it withdrawal. A review of the programmer report revealed the programming error on 2017 (B)(6). The patient reported the opioid withdrawal, nausea and vomiting on 2017 (B)(6) as well. During the surgery that revealed the catheter had fractured at the pump segment, the entire proximal end was replaced. The surgical exploration was further reported to have been performed on 2017 (B)(6) . After the catheter was revised, the catheter length programming was corrected. The event required in-patient or prolonged hospitalization. The outcome was resolved without sequelae on 2017 (B)(6).

Manufacturer narrative:
Other applicable components are: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type catheter product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician product ID 8870 lot# serial# unknown implanted: explanted: product type software. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (1.0 mg/ml at 0.2997 mg/day) and bupivacaine (17.0 mg/ml at 5.095 mg/day) via an implantable infusion pump. The indication for use was noted as malignant pain and breast. It was reported on (B)(6) 2017 the patient reported intrathecal opioid withdrawal that included severe nausea and vomiting following a pump revision secondary to programming error. The programming error was noted as the implanted catheter length was incorrect following the revision. The patient was scheduled emergently to explore the wound and surgical observations revealed the catheter had fractured, likely secondary to intractable vomiting. The device diagnosis was catheter break/cut. A catheter revision was performed as an intervention. The outcome was resolved without sequelae on (B)(6) 2017. No further complications were anticipated/reported.

Manufacturer narrative:
Analysis of the catheter found a reliability non-conformance of the catheter body with damage to the transition tube. Eval code-result 3233 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated that the patient's weight was not measured. No further complications were reported/anticipated.

Manufacturer narrative:
Eval code conclusion 67 applies to the analysis findings. Eval code-conclusion 22 applies to the catheter fracture allegation. Eval code-conclusion 11 no longer applies. If information is provided in the future, a supplemental report will be issued.